Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2218-50, (B)(4), description: linear st lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had discomfort at midline incision and ipg site. The patient underwent explant procedure. No device malfunction was suspected.